Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, labeling review, device history review, field data review, and specificity testing. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Device history review did not identify any issues that may have caused the customer issue. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data and calibrator data were analyzed and compared to an established control limit. Evaluation indicated that the patient median results and calibrator results for this lot is within the established control limits and no unusual reagent lot performance was identified. The product and patient sample were not available for return. Clinical specificity testing of negative control replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified. This issue was previously reported under MDR 3005094123-2017-00034 under a different manufacturing site.

Event description:
The customer observed (B)(6) results while using the architect hbsag confirmatory reagents. The following data was provided. (B)(6), no repeat values were provided. Confirmation test was (B)(6). Other tests, including (B)(6). Previous results were (B)(6) in (B)(6) 2016, however the specific method used was not provided. The patient received a blood transfusion in (B)(6) 2016, however no other information was provided related to test results of the transfused blood. No impact to patient management was reported.